Manufacturer narrative:
On 2018-nov-13 arjo has become aware of the event involving arjo sling, which occurred in focus facility located in (B)(6). It was reported that during resident (male, 62 kg) transfer from the chair, one of the clip slings detached from the lift. The patient did not sustain any injuries as the event occurred on the initial phase of transfer and the patient was still secured by the chair. During the interview with the customer, it was clarified that the caregiver used the non-arjo device for the resident transfer. After the event, the device was inspected by arjo representative. The functional and visual inspection showed that the device was in generally good condition, no malfunction was detected. The sling was also found in a good technical condition, the label was unreadable. The sling instruction for use (04.sc.00-int1_2) contains the following information, warning the user to select arjo device while using arjo sling: "thepassive clip sling should be used together with arjohuntleigh lift devices." "Passive clip slings are intended to be used with arjohuntleigh lifters equipped with clip spreader bars only." "To avoid injury, always follow the allowed combinations listed in this IFU. No other combinations are allowed." In regards to above recommendation, the system was used against the arjo sling IFU safety warnings. Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling and in particular, the proper arjo lift is used and the sling is correctly attached to the device. When reviewing similar reportable events, we have not found limited complaints with similar fault description where the no arjo lift has been used with sling clip. Sum up, while the event occurred arjo sling was attached on non-arjo device and was being used for the patient's transfer. No technical malfunction of the arjo sling was found during visible inspection. Reported sling clip detachment was not found to be related with the arjo sling malfunction, but more with the use of non-arjo device. We report this event to the competent authority in abundance of caution as clip detached from a non-arjo device spreader bar, and in that way did not meet its intended purpose. The presented scenario may result in serious injury if the arjo sling warnings and recommendations would not be followed.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that during initial phase of transfer clips of the toilet sling (model number: maa4031m-m) let loose and detached from the 3rd party lift. There was no injury or fall reported. Patient was still sitting on the wheelchair when the incident occurred.